Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v553427, implanted: (B)(6) 2011. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).

Event description:
It was reported that the healthcare provider wanted to do an MRI but the patient had a known short circuit. MRI in patient with a known short are not recommended.

Event description:
It was reported the patient had ¿a known short circuit.¿ it was noted there were impedances less than 250 ohms. It was noted the short was not being used in programming. The short was first noticed during the patient¿s first programming following their implant in (B)(6) 2011. It was also noted the health care professional manages the patient¿s programming. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was low impedance and the issue was not resolved. It was also reported that the patient¿s therapeutic settings were not affected by the short circuit. The patient status at the time of this report was noted as alive with no injury.